Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) is currently underway. The reported problem (did not properly power up / abnormal shutdowns) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor did not power up as usual. It did not prompt him to press the response buttons to activate. In addition, 3 days later on (B)(6) 2011 the pt's download revealed numerous abnormal shutdown flags. The pt was issued a replacement monitor.